Event description:
Reporter alleged obtaining a result of 21.7 mmo/l on aviva system 1 compared back to back with the results of 7.2 mmo/l and 10.3 mmol/l on aviva system 2 when testing was performed within 10 minutes. Reporter stated he took insulin based on the 21.7 mmol/l result and then ate something after the second result. No other actions were reported taken or treatment received. No adverse event reported. A request was made for the return of the affected product. Reporter stated that the strips were all used, so no product will be returned for evaluation.

Manufacturer narrative:
The event occurred in (B)(6). This medwatch report is for the suspect device used in system 1. Reference medwatch report with (B)(6) for the suspect device used in system 2. Will not be returned to manufacturer.